Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a bilateral inguinal herniorrhaphy by laparoscopy on (B)(6) 2019 and the absorbable straps were used. It was reported that at the time of firing the staples or hooks to close the peritoneum, the device did not have sufficient clamping force which did not allow an appropriate capture and penetration of the tissue. Another like device was used to successfully complete the procedure. There were no adverse patient consequences reported.